Manufacturer narrative:
The gantry was received for evaluation. A visual assessment of the returned sample showed no issues. The gantry was installed onto the gantry xyz stage and tested using the gantry weight fixture with no power applied. The gantry motor started to drift on the z-axis after an 80 pound weight was added to the fixture, replicated the reported event. The root cause of the reported event can be attributed to a nonconforming gantry. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the gantry was found at the bottom of travel at the start of the day. The system was keyed off when this occurred. The gantry was moved into position and the issue has not occurred since. There was no patient involvement. No additional information available.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The gantry was replaced. The system was then tested and met all product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming gantry. (B)(4).